Event description:
The patient had full revision surgery due to low impedance and discomfort. The lead was stated to be "wrapped up on itself" by the surgeon. The generator and lead were received, but analysis has not been approved to date.

Event description:
It was reported that low impedance was identified on the patient's device. Diagnostics had been performed two months prior with no issues, and the patient was doing well clinically. The patient had not had any falls or trauma to the vns site. The physician planned to observe the patient and do a lead revision if the patient starts having issues. X-rays were not performed, and the device was not programmed off. The patient reported on multiple occasions that she could not feel stimulation when she swiped her magnet. No further relevant information has been received to date.

Event description:
The patient was referred for full revision surgery, but the physician was concerned that the patient may not be able to get a new lead due to existing electrodes from a previous lead revision (reported in MFR. Report # 1644487-2017-03959). No surgical intervention has occurred to date.

Event description:
Analysis on the lead was approved. Scanning electron microscopy images of the connector ring surface showed that pitting or electro-etching conditions occurred on the connector ring. Abraded openings were noted on the bilumen tubing resulting on portion of the lead coils being exposed and potentially contacting each other during the implant life of the lead. The overall appearance of the lead was consistent with patient manipulation of the implanted device, a ¿twiddler¿. Although not conclusive, the overall appearance of the returned lead (¿twiddler") may confirm this to be a contributing factor for the reported low impedance. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead. Analysis on the generator was also approved. The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The pulse generator was programmed on the bench to the ¿as received¿ parameter settings, and an oscilloscope was attached at the outputs to monitor the current. A cyberonics pager style magnet was applied at a distance of 1 inch (spacer block) from the pulse generator. The device output successfully stopped while the magnet was placed, and then successfully switched to the magnet current settings when removed. The same test was performed at a distance of 1.25¿, and the results were duplicated, confirming the reed switch was performing correctly. A review of the data downloaded from the pulse generator showed 21 magnet swipes since manufacturing. In addition, the last magnet swipe was recorded on 03/21/2018, indicating proper functionality at that time. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Various magnet swipes were performed during the monitoring process, to demonstrate functionality. Results showed no signs of variation in the pulse generator¿s output signal, with exception to the magnet swipes, and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, the septum was not cored, in regards to the allegation of pain. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery was at an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.